Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The interconnect cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the weekly fluoro monitor was over the baseline limit by 25% on the 9600 system. It was discovered the interconnect cable was loose as well. No pt injury was reported.